Manufacturer narrative:
The device was received for evaluation. During upstream occlusion detection testing the device operated within specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was unable to be verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upper stream occlusion not working during unspecified process step. There was no patient involvement. No additional information is available.